Event description:
A customer reported low readings with the adc device. The customer reported unspecified low glucose results from the reader's built-in meter, and subsequently became weak and had seizure. The customer had contact with a healthcare professional and was treated with glucose. As the customer did not provide readings from time of event, although low glucose results from the built-in meter were reported, it cannot be confirmed the built-in meter indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low readings with the adc device. The customer reported unspecified low glucose results from the reader's built-in meter, and subsequently became weak and had seizure. The customer had contact with a healthcare professional and was treated with glucose. As the customer did not provide readings from time of event, although low glucose results from the built-in meter were reported, it cannot be confirmed the built-in meter indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.